Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 1/4 of his automated peritoneal dialysis therapy. Reportedly, the home pt disconnected prior to the alarm causing the alarm. The home pt then reconnected to the set-up and attempted to complete therapy. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy with new supplies. No pt injury or medical intervention was associated with this incident per the home pt.